Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to loss of capture. Approximately a week later, the lead was explanted due to dislodgement. A new rv lead was not implanted and the device was programmed to aair. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.